Event description:
The customer reported that the name of the procedure was lower gi study, also, the type of the procedure was diagnostic.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon occurred because the connection of the cable was wrong. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor has a power issue. The main display intermittently turns off. This issue was identified during preparation for use. There was no patient harm reported.